Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker, the device was not delivering shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center technician further evaluated the device and verified the reported issue. It was determined the root cause of all issues is components q71 & q74 that were blown due to electrical overstress. Device was archived by stryker.

Event description:
During routine preventative maintenance testing by stryker, the device was not delivering shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.